Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After fixation, the physician was not satisfied with the position and decided to re-position. While re-positioning, it was noted the lp helix had stretched. The device was removed and replaced. The patient was discharged post procedure.